Event description:
It was reported that the drill bent during drilling. The surgeon used a spare product and the procedure was completed without any problems and delay.

Manufacturer narrative:
The investigations revealed that the cutting edges of the tip and drill helix were damaged. It was determined that the drill helix was heavily bent, plastically deformed and untwisted. The cutting edges of the tip and drill helix showed grooves and plastic deformations resulting from an impact with a hard object and not a bone. Based on investigations, the root cause can be attributed to inappropriate user handling. Indications for material, manufacturing or design related issues were not found in the investigation.